Manufacturer narrative:
This device has been returned for evaluation. The allegation was not confirmed during inspection. The resin area was cracked, the suction cylinder was scraped with a cleaning brush, the parts were loose/deformed/damaged/worn out or scratched, and the angle wires were stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
E315. Osh g-qara 2023/02/13. Customer contact name/title is not provided because the requested data cannot be made available due to restrictions imposed by the ¿law of the people¿s republic of china on the protection of personal information¿. Patient's demographic information is not provided because the requested data cannot be made available due to restrictions imposed by the ¿law of the people¿s republic of china on the protection of personal information¿. Repair event: the customer reported: e315 reported. No death, injury or harm was reported to olympus. (Patient was not under sedation). No delay. The reported problem was found during inspection. The facility finished the procedure with the same one. The accessory device is none. The intended procedure is maintenance. Intake universal code: gii1111-pae. 2023/02/15 osh qa ningdan song update: final universal code: gii1111z,gil1402a,gia1401b,gil1101c,gib1211a.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, error message was displayed. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.